Event description:
It was reported that the patient experienced extracardiac stimulation caused by the left ventricular (lv) lead. It was noted that the patient has been having random stimulation since being discharged from the hospital a day after the replacement procedure. It was also noted that the stimulation would occur at random times and is not brought on by certain movements or activities. Reprogramming was done, which resolved the stimulation, and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq crtd; 6947m62 lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.